Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® eclipse¿ blood collection needle had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip the following information was provided by the initial reporter: material no. 368607, batch no. 9269322 (1 of 2), received call from phlebotomist to report leaking while using eclipse and blood pooling in vacutainer while using that needle. Samples are available, please send fedex label with acknowledgment letter. No post-exposure testing needed.

Event description:
It was reported after use the bd vacutainer® eclipse¿ blood collection needle had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip the following information was provided by the initial reporter: material no. 368607, batch no. 9269322 (1 of 2), received call from phlebotomist to report leaking while using eclipse and blood pooling in vacutainer while using that needle. Samples are available, please send fedex label with acknowledgment letter. No post-exposure testing needed.

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.